Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a b31 communication error after on-hook for a period of time. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: slight fracture of the light bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b31 error due to the fault of the uc sheath, and slight fracture of the light bundle due to component failure of uc sheath.

Event description:
It was reported that the subject device had a b31 communication error after on-hook for a period of time. There were no reports of patient harm.